Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that m2-motor disconnected alarm (s/n: (B)(4)) occurred while the patient was moved for a different non-related investigation. The alarm was visually confirmed to have stopped pump function. A perfusionist performed a restart of the pump function with a repeat trial of increasing pump rotations per minute with stable support. A decision was made to perform an elective exchange for a centrimag (cmag) backup unit. During the cmag console exchange, a motor stopped alarm (s/n: (B)(4)) occurred on the new cmag console. The perfusionist decided to use another cmag unit and performed an exchange of the cmag system with a restart of support without any further issue. The patient condition was unchanged. This event is also reported under MFR #3003306248-2020-00006, MFR #3003306248-2020-00007, and MFR #3003306248-2020-00005.

Manufacturer narrative:
Section d4: the device was manufactured before the UDI system was implemented, therefore there is no UDI for this device. Sections h3, h4: additional information. Manufacturer's investigation conclusion: the reported event of a motor stopped alarm was not confirmed. The centrimag 1st generation primary console was returned for analysis at the edc and was evaluated and tested. The system was able to power on as intended and no anomalies were found. A functional test and a safety test were performed per procedure. The console was tested for several hours with a test motor and flow probe and no anomalies were found. The reported event was not reproduced during this investigation. The console was returned to the customer. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.